Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted. Patient condition post procedure was fine.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 15.0-16.3cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 25.0-25.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was abraded at this location. Externalized conductors were noted at 7.5-10.0cm from the distal tip. Internal insulation abrasion was noted at 10.7-12.5cm from the distal tip. The inner coil was exposed at these locations. The inner coil exposure and etfe coating abrasion were believed to be the cause of the reported field events of low pacing impedance and noise.

Event description:
It was reported that an asymptomatic patient presented into clinic after receiving a notification for low pacing lead impedance. Fluoroscopy revealed externalize conductors. Patient will continue to be monitored.

Event description:
New information received notes that prior to explant noise was seen on the lead.